Event description:
It was reported that doctor placed implant and wanted to adjust the position. When attempting to take implant out the hex was damaged and dropped to the floor. Driver used was the long driver, new implant was used to complete procedure.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth: unknown / not provided. Gender: unknown / not provided. Patient weight: unknown / not provided. Date of event: unknown / not provided. Last name: unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) 3i t3 tapered implant 6/5 x 13mm (bopt6513) was returned for investigation. The unknown driver was not returned. Visual evaluation of the as returned product identified the implant with signs of use, damage from the removal process. Damaged drive feature identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported implant was located on tooth # 31 (universal) and was used, placed and removed on the same day. The length of the unknown driver usage is unknown. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2021071474). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown driver) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2021071474) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged drive feature) or product (unknown driver & bopt6513). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction did occur, and the reported event was confirmed following visual evaluation. Additionally, driver malfunction, and the reported event could not be verified, since it was not returned. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.